Manufacturer narrative:
Device not returned.

Event description:
It was reported that customer was unable to load cartridge onto the pump. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 95-96 mg/dl.